Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported single leaflet device attachment (slda) and migration (clip tilted) appear to be related to the reported poor image resolution. The reported poor image resolution was due to the first implanted clip; therefore, attributed to procedural condition. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a single leaflet device attachment. It was reported that a patient presented with grade 4 functional mitral regurgitation (mr), and an enlarged atrium. During a mitraclip procedure, the second clip was an xtw. It was noted that imaging was poor. Leaflet insertion was performed, and thought to be successful due to a sufficient mr reduction. The xtw was implanted lateral to the first clip, and the mr was reduced to <1. After deployment the xtw tilted, but was in a stable position. There was no movement of the clip after it tilted. The echocardiogram displayed a single leaflet device attachment (slda). The device had detached from the anterior mitral leaflet (aml). The mr was reduced to grade 2. In the physician's opinion the slda was due to poor visualization, and it was noted that not enough leaflet was grasped. There were no adverse patient effects or clinically significant delay. No additional information was provided.